Event description:
It was reported during surgery, the anchor failed to detach from insertion device. A replacement was opened. No adverse event or patient harm reported. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source : foreign : (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.